Manufacturer narrative:
The pump hast been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the pump was dropped and the pump emitted a call service alarm 069. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 8/24/2016. Device evaluation a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm [upon the first ¿rewind¿ attempt/during start up]. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The component was replaced on the pcb; the pump was powered up and exercised with no further alarms. Unrelated to the complaint, battery compartment crack at the battery compartment threads above the bumper.